Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "a patient who underwent orif for a supracondylar fracture of the right femur on (B)(6) 2025, during which a long nail was implanted. The patient presented for consultation complaining of pain that prevented walking. On examination, it was discovered that the nail had fractured. Reoperation is scheduled for on (B)(6) 2026.